Manufacturer narrative:
The returned device was evaluated and the corrosion was observed on the pcb. Due to the presence of corrosion, a leak test was performed. No leaks or blockages were observed along the entire fluid path. The source of the observed corrosion could not be determined. No other issues were observed during inspection of the drive mechanism. Download data showed no timeouts or drive stalls and no alarms were generated. No damages or defects were observed during the investigation that would have contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.